Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen exiting the tubing. The customer tightened the luer lock connection, filled tubing, and saw drops of insulin exit the tubing. There was no impact to blood glucose.